Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Review of the logfile shows an unexpected gap in the logging. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the device could not be started due to the malfunction of the power supply unit in the main cabinet. To resolve the issue, the fse replaced the power supply (pdu fan tray unit). The defective part was sent for analysis, for pdu fan tray and dcps failure was observed and the failure was found to be defective ac/dc power supply. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.